Event description:
It was reported that the atrial lead exhibited noise which caused innapropriate mode switching. The noise could be re- produced with isometrics.

Manufacturer narrative:
No medwatch form was received.